Event description:
It was reported that during an endoscopy procedure that partial deployment of stent occurred. The physician was using an ultraflex esophageal stent; however, once the stent was released to be deployed, the suture didn't open and only deployed 3cm. The device was removed intact and there were no patient complications reported.

Manufacturer narrative:
Product analysis confirmed that it was possible during lab conditions to complete stent deployment from the returned device with only a slight restriction being noted. The exact cause of the complaint reported is unknown. As part of our manufacturing processes all units are 100% visually inspected for any abnormalities. In addition all units are appropriately packaged in order to protect the device from any possible damage during shipment. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material assembly and performance specifications. The exact root cause of the complaint reported could not conclusively determined.